Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating") and tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal surgery, left ovaries). Essure was removed. At the time of the report, the medical device removal, abdominal distension and tooth fracture outcome was unknown. The reporter considered abdominal distension, medical device removal and tooth fracture to be related to essure. The reporter commented: had pso concerning the injuries reported in this case, the following ones were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received: the event ¿teeth breaking¿ was added. Reporter information was added. On(B)(6) 2020: social media report received: non-drug treatment details updated in event tab. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"), tooth fracture ("teeth breaking") and amnesia ("memory loss or short or long term: yes"). The patient was treated with surgery (essure removal surgery, left ovaries). Essure was removed. At the time of the report, the medical device removal, abdominal distension, tooth fracture and amnesia outcome was unknown. The reporter considered abdominal distension, amnesia, medical device removal and tooth fracture to be related to essure. The reporter commented: had pso quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"), tooth fracture ("teeth breaking") and amnesia ("memory loss or short or long term: yes"). The patient was treated with surgery (essure removal surgery, left ovaries). Essure was removed. At the time of the report, the medical device removal, abdominal distension, tooth fracture and amnesia outcome was unknown. The reporter considered abdominal distension, amnesia, medical device removal and tooth fracture to be related to essure. The reporter commented: had pso. Concerning the injuries reported in this case, the following ones were reported via social media: quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter event memory loss or short or long term: yes was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal distension ("stomach bloating"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and abdominal distension outcome was unknown. The reporter considered abdominal distension and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.